Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage. The event history log was reviewed. During the functional testing, the reported problem could not be duplicated. No alarm was detected. The dso seal had moderate air bubbling. The probable cause of the reported problem is unknown. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
E1: phone ext: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'remove and reattach cassette' alarm. There was unknown patient involvement.